Manufacturer narrative:
The patient¿s gender was not provided. (B)(4). Approximate age of device ¿ 26 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient was still an inpatient, and the lvad system was producing elevated flow estimations. The manufacturer¿s technical services representatives reviewed the submitted log file and confirmed the elevated flow estimation and multiple power elevations. The data showed a type of trajectory that has been linked to the possible presence of thrombus. Additional information regarding the event had been requested from the health professionals; however, none was provided.

Manufacturer narrative:
No product was returned for evaluation. The reported elevations in estimated flow and corresponding power elevations were confirmed through the evaluation of the submitted system controller log file; however, a direct correlation between the device and the events could not conclusively be established. Despite the observed parameter fluctuations, the pump appeared to have functioned as intended above the low speed limit with no atypical alarms for the duration of the log file. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.